Manufacturer narrative:
Per (B)(4) initial report additional information, including post primary and pre revision x-rays, operative notes (primary and revision), patient activity level, medical history and weight, what the patient was doing at the times of the dislocations, whether the patient followed correct post-op protocol, whether the patient experienced any slips / falls or other trauma post primary surgery and an update on the patient post revision was requested in order to progress with the investigation of this event. The reporter confirmed that the patient had initial subluxation in the shower and then multiple dislocations after that. The patient is reported to be a farmer who is pretty fit and active and could have dislocated for multiple reasons but had experienced no traumas. The explanted devices are being returned and will be examined. The appropriate device details have been provided and the relevant device manufacturing records will be identified and reviewed. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA. The submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.

Event description:
Metafix / trinity revision of the stem, cup, biolox delta ceramic head and liner after approximately 4 years and 10 months as the patient kept dislocating. Please note: the biolox delta ceramic liner associated with this report is not cleared for sale or distribution in the USA and this event occurred outside of the USA.

Event description:
Metafix / trinity revision of the stem, cup, biolox delta ceramic head and liner after approximately 4 years and 10 months as the patient kept dislocating. Please note: the biolox delta ceramic liner associated with this report is not cleared for sale or distribution in the USA and this event occurred outside of the USA.

Manufacturer narrative:
Per -6104 final report. Additional information, including post primary and pre revision x-rays, operative notes (primary and revision), patient activity level, medical history and weight, what the patient was doing at the times of the dislocations, whether the patient followed correct post-op protocol, whether the patient experienced any slips / falls or other trauma post primary surgery and an update on the patient post revision was requested in order to progress with the investigation of this event. The reporter confirmed that the patient had initial subluxation in the shower and then multiple dislocations after that. The patient is reported to be a farmer who is pretty fit and active and could have dislocated for multiple reasons but had experienced no traumas. The explanted devices were misplaced by the hospital and thus could not be returned for examination. The appropriate device details were provided and the relevant device manufacturing records have been identified and reviewed. All finished parts associated with these records conformed to material and dimensional specification at the time of manufacture. Based on the available information, no further investigation can be conducted and the root cause of the reported dislocation could not be determined. Therefore, this case is now considered closed, however, should any additional information be provided then this case may be re-opened for further investigation. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA. The submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.